Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump was not delivering insulin during bolus. Customer reverted to back-up plan of injections. Customer stated has changed out the set and reservoir and still not receiving any boluses. Customer's blood glucose was 2.9 mmol/l. It was found when customer was asked to ran 5 units of insulin customer stated no drops were showing. Advised customer the insulin pump would be replaced. No further information provided.